Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the loudspeaker was "acting up". There was no patient incident.

Manufacturer narrative:
Incorrect country was listed in initial report.